Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had no response with the esc button on the insulin pump. No additional information provided.